Event description:
Patient reported right side "lot of pain, capsular contracture" baker grade unknown, "seroma", "different format", and "hot breast." Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "lot of pain, capsular contracture" baker grade unknown, "seroma", "different format", and "hot breast." Patient additionally reported "pain," "hyperemia," and the baker grade of capsular contracture is iii. Legal representative later reported "patient got knowledge about the recall," breast deformity, depression, and anxiety. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported "pain," "hyperemia," and the baker grade of capsular contracture is iii.